Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the length change in the cassettes did not allow the patient to make it to the bathroom. The pd stated it pulled on the catheter and caused bleeding. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the new set patient line was too short for the patient to reach bathroom during treatment. The patient was previously able to reach the bathroom with the 20' patient line but can no longer reach the bathroom with the 15' line. Per pdrn the patient went to the bathroom and the patient line tugged on the patient's pd catheter, causing bleeding that was observed in the patient line. The pdrn stated the line did not disconnect and no leak was reported. Per pdrn the estimated blood loss (ebl) was minimal and the patient did not require any medical intervention or additional treatment as a result of the reported issue. The pdrn stated the patient was seen twice since the reported event and stated the patient's bleeding had subsided shortly after the event and has healed without any required medical intervention or adjustment to the catheter. The patient was informed about the shortened patient line and has resumed treatment using the cycler and set without further issue. The pdrn confirmed the cycler set (cassette) used was discarded by the patient and was no longer available to be returned for evaluation.

Manufacturer narrative:
This event was reported erroneously and does not represent a reportable event, therefore no further reports will be sent.

Event description:
A peritoneal dialysis (pd) patient reported the length change in the cassettes did not allow the patient to make it to the bathroom. The pd stated it pulled on the catheter and caused bleeding. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the new set patient line was too short for the patient to reach bathroom during treatment. The patient was previously able to reach the bathroom with the 20' patient line but can no longer reach the bathroom with the 15' line. Per pdrn the patient went to the bathroom and the patient line tugged on the patient's pd catheter, causing bleeding that was observed in the patient line. The pdrn stated the line did not disconnect and no leak was reported. Per pdrn the estimated blood loss (ebl) was minimal and the patient did not require any medical intervention or additional treatment as a result of the reported issue. The pdrn stated the patient was seen twice since the reported event and stated the patient's bleeding had subsided shortly after the event and has healed without any required medical intervention or adjustment to the catheter. The patient was informed about the shortened patient line and has resumed treatment using the cycler and set without further issue. The pdrn confirmed the cycler set (cassette) used was discarded by the patient and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the length change in the cassettes did not allow the patient to make it to the bathroom. The pd stated it pulled on the catheter and caused bleeding. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the new set patient line was too short for the patient to reach bathroom during treatment. The patient was previously able to reach the bathroom with the 20' patient line but can no longer reach the bathroom with the 15' line. Per pdrn the patient went to the bathroom and the patient line tugged on the patient's pd catheter, causing bleeding that was observed in the patient line. The pdrn stated the line did not disconnect and no leak was reported. Per pdrn the estimated blood loss (ebl) was minimal and the patient did not require any medical intervention or additional treatment as a result of the reported issue. The pdrn stated the patient was seen twice since the reported event and stated the patient's bleeding had subsided shortly after the event and has healed without any required medical intervention or adjustment to the catheter. The patient was informed about the shortened patient line and has resumed treatment using the cycler and set without further issue. The pdrn confirmed the cycler set (cassette) used was discarded by the patient and was no longer available to be returned for evaluation.